Event description:
Customer (dr.) Reported her technician (user) sustained a minor burn to a finger associated with laser emission from the ls-1005 laser system while attempting to connect a handpiece (ls9029-01) to the fiber (ls9007-01). The user remembered that an on-screen message displaying the calibration factor was present prior to the event. The message also included a warning and instructions for performing calibration, requiring acknowledgment of calibration completion via the exit button. The user recalled having both hands occupied and not being able to press the exit button before continuing to remove the fiber from the calibration port. The device is designed such that laser emission requires foot pedal activation. During the reported event, laser energy was emitted. The user did not initially recall intentionally actuating the foot pedal at the time of the event and raised concern that the system may not have operated as expected. The customer did not observe any error or fault messages on the screen following the event. The reported injury was minor and did not require medical treatment.

Manufacturer narrative:
On may 4th, 2026, the manufacturer became aware of an event involving an ls-1005 laser system during clinical use. The customer (dr.) Reported her technician (user) sustaining a minor burn to a finger associated with laser emission from the device as she was attempting to connect a handpiece (ls9029-01) to the fiber (ls9007-01). According to the user, an on-screen message displaying the calibration factor was present prior to the event. The message also included a warning and instructions for performing calibration, requiring acknowledgment of calibration completion via the exit button. The user recalled having both hands occupied and not being able to press the exit button before continuing to remove the fiber from the calibration port. The device is designed such that laser emission requires foot pedal activation. During the reported event, laser energy was emitted. The user did not initially recall intentionally actuating the foot pedal at the time of the event and raised concern that the system may not have operated as expected. The customer did not recall observing any error or fault messages on the screen following the event. The user reported rinsing the affected area with cold water, applying antibiotic cream, and covering the area with a bandage. The user stated that no medical attention was sought and that no incapacitation or additional treatment was required. The manufacturer requested return of the unit for evaluation and conducted an investigation including review of device logs, system behavior, foot pedal functionality, warning condition behavior, and use conditions present at the time of the event. The investigation did not show evidence of unintended laser emission due to hardware malfunction, software malfunction, or foot pedal malfunction. The event appears consistent with inadvertent pedal activation and use-related factors during operation of the device. The event resulted in a minor burn. No serious injury was reported. The event is being reported out of an abundance of caution due to the potential for unintended use error and the possibility of injury associated with laser emission if a user fails to follow instructions. No additional information is available at this time. If significant new information becomes available, a supplemental/follow-up report will be submitted as applicable.